Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe drops of insulin during the fill tubing step. Additionally, the customer observed air bubbles in the patient line. Customer changed all supplies and resumed insulin delivery. Finally, it was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported adverse impact to the customer. Pump was reset to resolve the issue. Blood glucose was 111 mg/dl.